Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2023, it was reported the patient faced several insulin flow block messages due to which the patient experienced high blood glucose level. Therefore, the patient was hospitalized on (B)(6) 2023 with high blood glucose level of 50 mmol/l. The patient tested positive for ketone level. Further, on (B)(6) 2023, the patient was released from the hospital. Currently, the blood glucose level of the patient was 6.4 mmol/l. No further information was available.